Manufacturer narrative:
Investigation checking the manufacturing charts of the devices involved, no pre-existing anomaly was found in the items belonging to the same product codes and lot number as the components removed. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2025, due to poor bone quality. The stem needed to be upsized. The following components were removed: - smr cementless finned stem (part code 1304.15.140, lot number 2317201, sterilization (B)(4)). - reverse humeral body 140° (part code 1352.15.011, lot number 2414113, sterilization (B)(4)). - smr rev. Liner retentive +6 mm (part code 1361.50.820, lot number 20at1uk, sterilization (B)(4)). - smr glenosphere dia. 36mm (part code 1374.09.111, lot number 2433397, sterilization (B)(4)). - smr small-r connector +2 (part code 1374.15.312, lot number 2432234, sterilization (B)(4)). The above-mentioned components were replaced by the following new ones: - smr small-r connector +4 (part code 1374.15.314, lot number 2433782, sterilization (B)(4)). - smr glenosphere dia. 40mm (part code 1374.09.121, lot number 2432907, sterilization (B)(4)). - smr finned stem (part code 1304.15.170, lot number 2101797, sterilization 2100099). - reverse humeral body 140° (part code 1352.15.011, lot number 2422030, sterilization (B)(4)). - extension for reverse humeral body (part code 1352.15.001, lot number 2431805, sterilization (B)(4)). - smr rev. Liner retentive +3 mm (part code 1365.50.816, lot number 20at4v6, sterilization (B)(4)). Previous surgery was performed on (B)(6) 2025. The patient is a female, date of birth (B)(6) 1953. The event happened in the united states.